Event description:
Customer reported administering novolog based on result of 299 mg/dl obtained on the advantage system. Approximately 3 hours later, customer was found unconscious; she was treated with glucagon and low blood glucose symptoms improved after she consumed cheese and crackers. Requested return of suspect device and replacement was sent.